Event description:
On 08/21/2000, the facility's nurse informed the distributor's sales rep of the following: the device was placed in 2000. On 08/04/2000, while flushing the device, there was a pop heard by the nurse and the pt. In 2000, the pt was taken to the x-ray dept. Dye was injected at this time and it was proven that the device was not working properly. Later that day, the device was removed. On 08/21/2000, the MFR contacted the facility's nurse for clarification of the report. The facility's nurse stated that the x-ray showed the device was leaking. Upon removal, a hole was noted in the device catheter. No further details were provided.